Manufacturer narrative:
Other contact person: (B)(6) (rn). Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, to report a blood detected incident. Potential patient harm or injury reported. (B)(6) reported admitting a patient from an outside facility around 5:00 pm that day. Due to stabilizing the patient during the admission process, the day shift nurse did not notice blood in the helium tubing until approximately 7:00 pm when the alarm started. At that time therapy was paused and the attending was notified. The balloon catheter wasn¿t pulled until 8:15 pm. When removed, the balloon catheter broke and a portion remained inside the patient¿s body. At the time of the call, the patient was stable but was on the way for a vascular procedure to remove the retained portion of the catheter. Complaint information obtained. (B)(6) was the nightshift nurse for the patient and the blood in the helium tubing was noticed during the start of her shift. She had kept the balloon catheter that was removed and agreed to keep the portion retrieved during the vascular surgery. (B)(6) also agreed to keep the cardiosave aside and label with the issue for servicing. They discussed intervention when blood is noticed in the helium tubing. She also reached out to the original facility where the balloon catheter was placed and stated that the balloon had blood in the tubing since placement. The blood was more distal which seemed odd to all of them. When it asked about the tubing, she said they were told it was ok since it¿s closer to the machine and not the patient.